Event description:
It was reported that a patient presented with under-sensing resulting in pacemaker mediated tachycardia. Ventricular pacing from the device was able to resolve the pmt issue. Programming changes were recommended to address the under-sensing. No additional patient consequences were reported.